Manufacturer narrative:
The rf head failed incoming testing. Excessive corrosion was found inside of the housing. The rf head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product and subsequently tested out of specification. There was no patient involvement.